Event description:
Caller reported a cartridge alarm from the pump, identified as alarm 20, but there was no adverse impact to the customer's blood glucose level, which did not exceed 500 mg/dl. Customer planned to continue using the current pump and opted for multiple daily injection (mdi) therapy as backup until the replacement pump arrived. Technical support resolved the issue by sending a replacement pump with updated software. Customer acknowledged the instructions for receiving and returning the pump, as well as guidance on using the new pump with a g7 sensor, ensuring seamless continuation of therapy.